Manufacturer narrative:
(B)(4). Describe event or problem. Additional. Additional information.

Event description:
The complaint transmitter was not returned to dexcom. The receiver (part number stk-dr-blu/serial number (B)(4)/lot number 5201259), being used with the complaint transmitter, was returned on 12/07/2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.